Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient's lead was too far left and was repositioned over to the right side. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The company representative confirmed on (B)(6) 2013 that the patient experienced inadequate stimulation coverage. It was noted that nothing was explanted. The patient's coverage was much better now and the patient was doing good.